Event description:
It was reported that this cardiac resynchronization therapy pacemaker reverted to safety mode. It was noted that the patient experienced muscle stimulation. This device was explanted and successfully replaced. No additional adverse patient effects were reported.